Event description:
Reference number (B)(4). Event occurred in south africa. It was reported on (B)(6) 2024 customer noticed two weeks ago customer had a dka event whilst on holiday and got issue related to high blood glucose at the time of incident late 25.7 mmol/l and at the time of call it is 11.5 mmol/l. The nature of treatment is admitted, and time and date of hospitalization is over last weeks. The symptoms faced patient at the time of hospitalization is dehydration, chest pain, vomiting, headache and frequent urination. The customer also got issue related to positive test for ketones and the value is 6.7 and patient also using insulin pump for 48 hours no further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record (B)(4) on 29-jul-2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6002120 was manufactured according to the document (B)(4) version 77 on the packing process in the machine 08, on 13-jul-2023, with a total of (B)(4) units. Trending: a query was run in database on 29-jul-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a health care professional (hcp) or requires emergency advance, malfunction code no malfunction describes and lot 6002729 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.